Event description:
It was reported that the customer had a motor error alarm and a compromised force sensor system alarm on the insulin pump. Customer's blood glucose level was 300 mg/dl. Customer stated that they were unable to do the correction due to the motor error. Customer does not use the sensor feature on the pump. Customer tried to rewind the pump when he received the compromised force sensor system alarm. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with slightly cracked end cap and alarmed a33 during basic occlusion test due to slight moisture damage on the force sensor resistor. No unexpected motor error alarms noted during our testing and the motor was tested outside of the device and passed. The insulin pump passed displacement test and rewind test. The insulin pump has minor scratches on the lcd window, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.